Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced vomiting, was thirsty, very tired, frequently urinating and was diagnosed with dka. She was taken to the hospital and treated there with IV insulin. The patient stayed at the hospital from around 6:00 am and was discharged around 8:00 pm (less than 24 hours). At an unspecified time of the event the cgm was reading 6.0 mmol/l and the blood glucose reading was 19.0 mmol/l. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.